Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using a tsw35 the surgeon reports the device would not fire white cartridges properly. The surgeon reports the staples were jamming in the back of the cartridge and one cartridge released staples before the black handle was pressed. Three devices and twelve reloads were used. The surgeon reports the blue reloads fired properly. The case was completed with the same devices. The rep stated over the phone the surgeon reports the blue reloads were fine and the difficulties were only experienced with the tsw35 and the tr35w reloads but insisted on sending back the blue reloads (tr35b) and device (tsb35) that were reported to function properly (sending these back per request of the contact person). The rep is sending...

Manufacturer narrative:
Endopath ets: based upon the inquiry information, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not fire" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within degign specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to specifications. The experience the surgeon repotrted could not be repeated.